Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 27; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-27 was confirmed during product evaluation. This condition was caused by a malfunction in the slide clamp detection circuit due to loose sensor connectors. The slide clamp sensor and connectors were cleaned and the connectors were re-soldered to correct the reported condition. Additional information: a service history review revealed that this device was previously serviced for the reported condition, f-27. F-27 was observed during a previous servicing; the safety slide clamp was replaced to address the f-27.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.